Event description:
The service center found some missing segments on the display. No pt harm was reported.

Manufacturer narrative:
The customer complaint that the monitor was missing segments was verified. The universal interface (ui) printed circuit board (pcb) with liquid crystal display (lcd) was replaced. The device passed testing. (B)(4).